Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that on (B)(6) at 14:37 the device suddenly shut down during use and generated an audible alarm. The patients spo2 reportedly decreased from 99% to 97%. There was no injury reported.

Manufacturer narrative:
The dispatched fse could confirm the reported problems in device operation and replaced the power supply. The device was tested afterwards and found fully compliant to specifications. The replaced power supply was returned to manufacturer and tested in the periphery of a lab device. It could be revealed that an auxiliary voltage needed for proper operation was not generated anymore. This leads to switching from mains supply to battery operation; a complete shut-down like reported could not be reproduced. The log file evaluation reveals that the device was used in volume mode for the respective ventilation episode and had posted several instances of "minute volume low" alarm since the beginning. Around the reported time of event at 2:30 pm the recording into log file suddenly stopped. However, the self-test performed in the morning confirmed that the internal battery was charged to 100%. A malfunction was found in a certain electronic stage of the power supply. The findings made during log file evaluation do not explain the user's report in all details - however, replacement of the power supply has fully solved the device problem and the field failure rate is low. Even when assuming that the device did not switch to battery operation as intended, manual ventilation would be available to the full extent and the device would post a corresponding alarm. This allows the user to respond to the observed temporary desaturation from 99% to 97% accordingly. No consequence to the patient have occurred.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00023.